Event description:
(B)(4) study. It was reported that jailing occurred. In (B)(6) 2011, the patient presented with substernal chest pain associated with shortness of breath, sweating and nausea. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de-novo lesion located in the proximal left anterior descending (lad) with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.8 mm. It was treated with pre-dilatation and placement of a 2.75 mm x 20 mm taxus® liberté® stent. Post placement of the study stent, jailing was noted at the first diagonal (d1) branch. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).